Event description:
My mother, (B)(6), almost died due to her dexcom failure. She has type 1 diabetes and is 81 years old. She has an omnipod insulin pump run by the dexcom cgm (continuous glucose monitor). Her dexcom was reading more than 120 points above her real blood glucose as measured by a finger stick. She lives alone. On monday night around 9:50 pm, I began texting her to say goodnight and check in. I received no response after four texts and repeated calls to both landline and cell phone. I checked the dexcom app remotely, and noticed that her blood glucose was in range, so I wasn't overly concerned. Still, I decided to drive over to her house to check. When I arrived, I found her having seizures, breathing with a death rattle, tongue rolled back in her throat and completely unresponsive with eyes wide open. I called 911 and checked her dexcom which read 170, so I thought she must've been having a stroke. When emergency crews arrived, her blood glucose was 50 despite it still reading 170 and stable (not falling) on dexcom. Her insulin pump would not have stopped insulin at 170 bc it relies on dexcom's readings. She was given a glucagon shot and taken to the hospital overnight. If I had been reassured by the false reading of 170 on the app and not driven over to my mother's house to check on her before bed, she would have died. I am left traumatized and we feel unsafe with this product! It is the dexcom g6! I called dexcom to report, and they admitted failure and said they would send a new sensor. This is about someone's life not just a new sensor! We replaced the failed sensor at the hospital with one from a new box and continued to receive readings over 100. We replaced yet again, and the readings over 100 continued. We took my mother to her doctor who could not explain what was happening. She said there were no medications that mom was taking that could cause this discrepancy between sensor and readings. There needs to be more quality control with dexcom! People's lives are at stake!